Event description:
Last case of doctor in operating room, a guide wire broke while drilling leaving a portion inside the patients hand (metacarpal). The portion was retrieved, aligned, and compared to similar guide wire. Wire matched the length. Portable x-ray was ordered for verification. X-ray was taken before suturing the surgical site. Image was sent to radiologist for reading and analysis. Doctors spoke over the phone and verified that there was no retained foreign body. Surgical site was completely closed and patient was transferred to pacu.